Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The root cause of the reported event was unable to be determined since inspection was unable to duplicate the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model otv-s7h-1d, camera head to olympus for repair due to a report of "leakage" and "no image." The problems, as reported to olympus, were identified during reprocessing. This report is submitted due to the reported problem of no image. There was no patient injury, associated with the problem, reported to olympus.